Event description:
It was reported via repair work order that the fowler was stuck elevated and manually inoperable due to a damaged link bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.